Event description:
It was reported that the suspected suture product was found in a local company, and the chinese label on the product was not printed by the jjms warehouse. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm if the vendor is authorized by jnj? No. Are photos available? Yes. The following information was requested, but unavailable: how was product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? H3 photo investigation summary: this is an analysis of a photo submitted for review. During the visual analysis the following was observed: the photos show photocopies of the product box and aluminum packaging. In addition, the qr barcode was readable with the scanner with a result displaying the last six digits match the batch number. The lot number was entered into the database and the results were found to be in accordance with the process specifications and the lot number was manufactured by ethicon, deviation was confirmed. Ethicon products were not distributed by authorized affiliates. As part of our quality process, the manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-08264. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.